Event description:
It was reported that during a vt ablation procedure, the device was interrogated and noted to be in back-up mode. However upon further review, there was no indication that the device was actually in backup operation. The device will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.